Manufacturer narrative:
This is report 1 of 4 for this facility and aware date. The customer reported a suspected false (incorrect) positive result on a rapid result covid test system on an individual symptomatic patient with a high heart rate. Repeat testing of the nasal swab sample with the testing platform produced a positive result. The patient then was reported to have checked into an emergency department (ed) of a hospital for their elevated heart rate, and had additional rapid testing, which provided a negative result. The ed then was reported to have performed polymerase chain reaction (pcr) testing, which also provided a negative result. No further action is deemed necessary at this time, as this event does not contribute to a significant deviation from the established performance characteristics of the product.

Event description:
This is report 1 of 4 for this facility and aware date. The customer reported a suspected false (incorrect) positive result on a rapid result covid test system on an individual symptomatic patient with a high heart rate.